Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 26-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device main drawer 3 failed with error as device was not on bus. The field service engineer (fse) found that the drawer 3 module controller card was bad, with no lights on the board. The fse replaced the module controller and verified the functionality to resolve the issue. Diagnostics were run, and the customer verified operation in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed and not detected on bus. User rebooted the machine but unable to resolve. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.